Event description:
It was reported that the 9800 system had a stator not on error and a charger failure error messages. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The generator drive, filament drive, and f8 fuse were replaced during the service call. The system was tested and found to be working as intended and put back into service.